Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/22/2013 and 8/27/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her normal readings and another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(4) 2013. The patient did not recall when the alleged meter inaccuracy began. She informed the mss that she went from obtaining morning fasting blood glucose readings in the ¿mid to high 100¿s mg/dl¿ to results that ranged from ¿high 200¿s up to 600 mg/dl¿. The patient was managing her diabetes with a set dose of levemir insulin (30 units a day) and oral medication (januvia and glimepiride) when she obtained the alleged inaccurate high results. The patient denied making any changes to her usual diabetes management regimen in response to the higher than expected results. On (B)(6) 2013, at approximately 3pm, the patient reported that she suffered an extreme blood glucose excursion. She mentioned that prior to 3pm (did not recall time but after lunch) she went to take a nap because she felt very tired and sleepy. She claimed her son knocked on her door and when she got up she felt very dizzy, incoherent and could barely walk. The patient stated when she finally was able to answer the door, her son called emergency services due to her condition. When emergency services arrived they tested her blood glucose and obtained a result of ¿43 mg/dl¿. The patient reported that the paramedics treated her with IV glucose and glucose gel and she began to feel better afterwards. The patient stated she refused to go to the hospital. During the follow-up call, the patient confirmed that she had ate breakfast and lunch as usual and did not know what may have caused/contributed to her low blood glucose excursion. Prior to the onset of symptoms, the patient informed the mss that she had checked her blood glucose with the subject meter that afternoon prior to lunch and obtained a result of ¿331 mg/dl¿. The patient denied taking any action in response to the reading and stated she just took a nap because she was extremely tired. At the time of the follow-up call, the patient informed the mss that a day or two after the low blood glucose excursion, she saw her hcp. The patient stated that at the time of the doctor¿s office visit, her hcp advised her to take an increased dose of levemir (increased to 80 units) and added novolog to her regimen. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.